Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield 2000 radiolucent skull clamp was involved in a slippage during a procedure and was described as follows; an adult pt was positioned into a radiolucent skull clamp for a craniotomy in (B)(6) 2011. The pt's head moved from its original position during the procedure. The skull clamp was removed and the pt's head was repositioned. The surgery was completed without further incident. There was no injury involved with this incident.